Manufacturer narrative:
Visual evaluation of the returned device found no visible failures. Functional evaluation was performed and it was found that the needle was able to extend. Additionally, water was injected into the device and no evidence of occlusion was found. The reported event of needle blocked/occluded could not be confirmed. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was used during a mucosectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle punctured but failed to inject fluid to lift the tissue. The procedure was completed with another interject injection therapy needle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was used during a mucosectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle punctured but failed to inject fluid to lift the tissue. The procedure was completed with another interject injection therapy needle. There were no patient complications reported as a result of this event.